Manufacturer narrative:
(B)(4). Batch # m53332. The analysis results found that the cdh29a device arrived with the anvil missing and with the safety damaged. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. In addition there were no staples present in the device and the breakaway washer was uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs when as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device didn't staple, the staples were malformed. There was a risk of tissue tearing. The procedure and anesthesia was longer. Another like device was used to complete the procedure. There were no adverse consequences for the patient.